Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: the initial complaint was reviewed and found not reportable. This event was re-reviewed due to additional information received by the sales consultant via phone that there was no issue on the helical blade. Since there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The mw is being retracted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown tfna helical blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tfna helical blade. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trochanteric femoral nail advance (tfna) radiolucent insertion handle had issues. Two (2) cannulated connecting screws was difficult to detach from the nail after insertion. The guide sleeve and blade/screw guide sleeve do not fit together. There was no patient involvement reported. It was further reported that blade was misaligned. Concomitant device: nail (part: unknown, lot: unknown, quantity: 1). This report is for one (1) tfna helical blade. This is report 6 of 6 for complaint (B)(4).